Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received pump error alarm during bolus/basal. The customer's blood glucose was 9 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A broken force sensor error was detected during seating or regular delivery and critical pump error open book was noted on the insulin pump history due to moisture damage on the electronic assembly. Moisture damage was also found on the motor, battery tube and keypad flex tail noted. Unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.